Event description:
It was reported that pump declared alarm 20a during cartridge loading, and customer was unable to successfully load a new cartridge because the alarm recurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and continue with current pump until replacement arrived, while technical support assisted with proper loading technique, arranged warranty replacement pump, confirmed address, provided storage mode instructions for returning pump, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return problematic pump using prepaid label within specified time frame.